Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
It was a pleasure speaking with you today. As I mentioned during our phone conversation, I have been wearing the dental protector since the beginning of (B)(6) 2013. It was purchased at (B)(6). It has made a big difference in helping to prevent nighttime teeth grinding. However, last night I noticed the appliance had split, separating the top from the bottom on one side. I have attached a photo showing the split the pen and paper clip are there as reference and shows the separation of the upper and lower halves. You mentioned that you could send me a new replacement appliance that would be great indeed. You can send it to me at the address below. Thank you in advance for all you great help.